Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the pump had problems. The patient experienced agony from the pump. It was noted that the patient had a morphine pump.